Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 109 mg/dl. The customer was unconscious at the time of admission. The customer was at school prior to the event, and passed out while he was at lunch. It was stated that the glucose meter that the school was using read 400 mg/dl. However, when the mother arrived, her meter read 109 mg/dl. The mother stated that the school's glucose meter was giving false readings. The mother felt that the insulin pump was not the cause of the event. Nothing further was reported.